Event description:
Patient experienced oversedation while the device was in use. The pump was infusing morphine at unspecified settings. The patient experienced respiratory depression which required the administration of narcan. The patient reportedly recovered after the narcan and no adverse sequelae occurred. Additional information was requested from the account risk manager, but it was not provided. Customer investigation indicated the pump was set correctly, amount gone from morphine vial was as expected and pumps tested fine. They report possible hypersensitivity or cumulative effect as cause of incident.